Event description:
It was reported there were concerns that the right ventricular (rv) lead had low intrinsic amplitude and high pacing threshold. A chest x-ray was performed to determine the lead had dislodged due to spontaneous retraction of the helix. A revision procedure was performed to explant the rv lead and plug the rv port per the discretion of the physician. There were no additional adverse effects to the patient. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported there were concerns that the right ventricular (rv) lead had low intrinsic amplitude and high pacing threshold. A chest x-ray was performed to determine the lead had dislodged due to spontaneous retraction of the helix. A revision procedure was performed to explant the rv lead and plug the rv port per the discretion of the physician. There were no additional adverse effects to the patient.